Manufacturer narrative:
Section h1, b2: correction. Section b5, d4, h4: additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported events could not conclusively be established through this evaluation. The heartmate ii IFU lists bleeding, stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
An egd revealed a bleeding avm in antrum and was treated with apc. Per the vad coordinator, the patient death was related to patient condition and there were no device issues that may have contributed to the patient outcome. The device operated as intended and will not be returned for evaluation.

Manufacturer narrative:
Date of report: date of death unknown. Report type and sub-type has been updated to reflect patient's death. Event: additional information.

Event description:
It was reported in the patient outcomes that the patient expired due to frontal parietal intraparenchymal hemorrhage. It was reported that the device operated as intended. It was reported that there were no device issues or malfunctions that may have contributed to the patient's death. No further information was reported

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted for a acute drop in hematocrit. The patient was admitted for further investigation. No further information was reported.